Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the initial report omitted mention of the fact that the right-sided device was also deflated. This was coded properly in section h6, but was not mentioned in b5 or checked off in b1. The appropriate updates have been made. A photograph of the device was provided, which was analyzed on (B)(6) 2021. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: grade IV capsular contracture, deflation manufacturer's reference number: (B)(4). On (B)(6) 2021, mentor became aware that the initial report omitted mention of the fact that the right-sided device was also deflated. This was coded properly in section h6, but was not mentioned in b5 or checked off in b1. The appropriate updates have been made.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and suffered from a capsular contracture baker grade IV on the left side. As a result, the patient had undergone removal and replacement with mentor smooth round moderate 225cc on (B)(6) 2021.